Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our fse ( field service engineer) was on-site to investigate the reported issue. The issue could not been reproduced and the ventilator passed all the safety and functional tests and returned to clinical use. No parts were replaced in the system and the ventilator logs were not provided for our further investigation. Due to lack of information, the root cause of the reported issue could not been established.

Event description:
Manufacturer ref.#: (B)(4).